Event description:
It was reported that (1) tx30v was used during a lobectomy right procedure. It was reported by the affiliate that the instrument was opened out of original package. The nurse could not remove the staple retaining cap, so the nurse handed the instrument to the surgeon and surgeon removed it with force. A sharp snap was heard, surgeon told the co. The instrument looked alright so it was used, but after there was leakage and bad staple formation. A suture was used to complete the procedure. No patient adverse outcome.